Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: problem code 1149 captures the reportable event of deflation difficulty. Block h10: visual examination of the returned complaint device found that the catheter was broken into two pieces near the exit marker, and the proximal section was not returned. Functional analysis could not be performed due to the returned condition of the balloon. Based on the analysis performed and the information provided, the device met all the manufacturing requirements, but, it is possible that factors encountered during the procedure and/or the manner as the device was handled, the amount of strength applied to the device, and/or the interaction between the scope could have induced the damage found in the catheter. However, as the device was unable to be tested, the most probable root cause for the reported complaint event of "deflation difficulty" is no problem detected since the device complaint/problem cannot be confirmed. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was inflated to 18mm,19mm, and 20mm. Reportedly, difficulty was encountered when deflating the balloon. The tip of the balloon became stuck at the end of the working channel of a scope. The scope was then taken out from the patient and the balloon had to be cut out of the scope. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was inflated to 18mm,19mm, and 20mm. Reportedly, difficulty was encountered when deflating the balloon. The tip of the balloon became stuck at the end of the working channel of a scope. The scope was then taken out from the patient and the balloon had to be cut out of the scope. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.